Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer replaced the euf board to fix this issue. Sample was received by the investigation site for evaluation. The reported problem can be reproduced during testing with the returned euf board and it most possibly caused by contact problems in the potentiometer (poor quality) of the euf board. The risk management assessed the issue: based on these findings the residual risk remains unchanged and at an acceptable level. The current risk assessment is still effective and this anomaly does not represent a higher risk to patient, user and third parties. As probable root cause of a defect on the euf-board is indicated. Because most of the error messages were triggered from the eufboards in the beam path, the cables connecting detector boards (duf-board) with the euf-board or cables connecting the eufboard to the 4ai-can-module (4 x analog in) shall be included in the investigation. Definite root cause can only be determined by investigating the euf-boards at manufacturer site. Therefore a CAPA with sar shall be initiated. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a system message displayed during a lasik flap procedure. The reporter indicated the "ok" button was pushed to clear the message; however, negative pressure failure (vacuum) and treatment discontinued occurred instead. The physician worried the same issue would reoccur and opted to cancel the procedure. Patient's corneal flap was cut about one third of the way to completion, and no side cut performed. Additional information requested.